Event description:
It was reported that a patient has an m102r and it reportedly reset to 60 min off. Programming history was received and reviewed. History showed that the patient was interrogated at an output current of 1.75ma on (B)(6) 2019 with an off time of 60 minutes and was previously at an output of 1.5ma on (B)(6) 2019 and an off time of 0.8 minutes. There is no programming event to show how the patient's setting were changed and it is unclear if the patient saw a different physician during the time between the february appointment and april appointment where settings may have been adjusted. Other than the noted events, there are no other anomalies within the programming history. No additional or relevant information has been received to date.